Event description:
Caller stats that pt tested at 91mg/dl on his device and did not take normal insulin due to lower result. Caller states that approx 2 hrs later pt came to the hosp where he was given an IV of dextrose, no result provided from this hosp visit. No qc were used. Requested return of suspect device and replacement was sent.